Manufacturer narrative:
The insulin pump passed the functional test including the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no motor error alarm or compromised force sensor system alarm on the insulin pump. The motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor position encoder error alarm, compromised force sensor system error alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the high blood glucose levels were due to motor error alarm they received when they tried to treat their high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.